Event description:
It was reported that the patient presented to the emergency room feeling weak. During interrogation loss of ventricular capture was noted. The auto capture was turned off and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.